Manufacturer narrative:
A partial lead with the connector pin measuring 14.0cm was returned for analysis. External insulation abrasion was noted at 11.5-11.9cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at this location. Outer coil fracture was noted at 2.2cm from the connector pin, consistent with fatigue. This fracture is consistent with the field observations of noise and high lv lead impedance.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received inappropriate hv shocks due to noise. High pacing lead impedance was also noted. The lead was capped. Patient is in good condition.